Event description:
Per user facility medwatch form, # mw5163992, during an unknown procedure; surgeon was using linear staple, and device broke plastic piece came off and both staple load and broken piece were taken off sterile field. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent 1/31/2025 d4 batch # unk mw5163992 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Please provide a picture of the damaged/broken pieces (if available) there is no picture available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide more details to determine what other parts are damaged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2025. Additional information was requested and the following was received: please provide more details to determine what other parts are damaged: as the surgeon used the ethicon 45mm handheld stapler to cut & seal the bronchus, the stapler became stuck in the clamped position. A 45mm black load was being used. Surgeon and assistant had to manually open the stapler jaws. Ethicon rep was called, and a message was left informing them of the issue. The stapler and staple load were removed from the field, saved and given to the charge nurse. A new stapler and staple load were given to the field with the original being documented as "wasted" d/t being defective.